Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The blood glucose at the time of the incident was 171 mg/dl and current blood glucose was 413 mg/dl. The high blood glucose was treated with the manual injection and declined troubleshooting for it due to food. Customer also received no delivery alarm on the insulin pump. Assisted customer in performing a 5.0u fill cannula and the insulin exited. Customer stated that, the cannula was bent. Assisted customer with no delivery troubleshooting. The device will not be returned for analysis.